Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00013 on 27-jan-2025. Additional information (28-jan-2025): based on the available information, siemens concluded that a flow malfunction through the integrated multisensor technology (imt) potentially contributed to the erroneous sodium (na) results. The investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous sodium (na) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. Quality control (qc) and calibration were acceptable on the day of the event. The customer replaced the x tubing and sensor, cleaned the integrated multisensor technology (imt) system, and performed a condition and dilution check. Then, the customer aligned the sample probe with the port and sample cup. Siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse reviewed the instrument data and found that the salt bridge solution bottle was low. The cse assisted the customer in replacing the salt bridge solution bottle; the customer reran qc, and patient results, which recovered acceptably. Further, the customer performed a system check, which passed. The cause of the erroneous na results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous sodium (na) results were obtained on multiple patient samples on a dimension exl with lm integrated chemistry system. The initial results were reported to the physician(s) who questioned the results. The samples were repeated on an original instrument. The repeat results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the erroneous na results.